Event description:
Malfunctions on the lifepak 12, lifepak 20, lifepak 500, lifepak 1000, lifepak cr plus, and lifepak cr express from physio-control's service records went unreported from 2005 to 2001. This report covers total malfunction mdrs.